Event description:
It was reported to vyaire medical that the flow meter stuck at 30 lpm and crack in flow meter also during use on a patient on the 3100 a device. The customer reported the ventilator will be swapped out. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician arrived onsite and replaced flow meter, ran patient calibration and performance checks. Unit ran fine and flow meter would adjust up to 40 psi and back to 0 psi without getting caught up inside the tube. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.